Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance over 125 ohms. Technical services (ts) was consulted and upon review concluded that over the last months the impedance had been gradually rising. Technical services (ts) recommended programming updates and, if another impedance alert is trigger, to perform a lead revision. This rv lead remains in service. No adverse patient effects were reported.